Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a connection issue was reported between the supply line of the homechoice cassette and the heater bag, which is known to cause this alarm. The cause of the connection issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain four of four of peritoneal dialysis therapy. During the troubleshooting, it was reported that the heater bag had disconnected from the heater line. The renal therapy service agent advised the patient to end therapy and to start over with new supplies. During follow up the patient stated the connections seemed secure. The patient did not report any damage to the cassette or bag. There was no patient injury or medical intervention associated with this event. No additional information is available.